Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, vomiting and blood glucose levels greater than 300 mg/dl. The caller did not want to troubleshoot over the phone, and requested to have a representative troubleshoot the insulin pump in person. The representative's information was provided to the caller. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.